Manufacturer narrative:
Company comment: -the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: -routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up will be conducted to obtain additional information, including the lot number. CAPA comment: -no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-dec-2025 by a 33-year-old female patient, who is a registered nurse, concerning herself. The patient's medical history included breakouts. Concomitant medications included vit c1 [ascorbic acid], spironolactone [spironolactone] 100 mg daily for breakouts, vit b1 [vitamin b1 nos], vit a [retinol], vit d1 [vitamin d nos] and vit k [vitamin k nos] daily for general health. The patient had no known allergies. The patient had previously received treatment with restylane lyft, restylane contour, dysport, and radiesse for cosmetic indications. In (B)(6) 2024, the patient received treatment with 18 ml of sculptra to the entire lower face (lot number, injection technique, and needle type unknown). In (B)(6) 2024, the patient developed nodules (implant site nodule). Since the appearance of the first nodule, a total of 12 nodules were present at the time of reporting. All 12 nodules were palpable, but only one was continuously visible. The remaining 11 nodules were visible only with facial expressions and certain movements of the face. The nodules were injected with saline [sodium chloride] without improvement, and surgical excision was recommended. However, the hcp declined to perform that treatment. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing.